Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended for the high battery impedance condition. Additionally, high out of range pacing impedance measurements as well as high capture thresholds were observed on the right ventricular (rv) lead channel. Technical services (ts) advised on further in office evaluation of the lead in order to perform programming enhancements. At this time, the pacemaker remains in service. No adverse patient effects were reported.